Event description:
This ra lead was implanted (B)(6) 2009 and remains implanted at this time. In a product experience report received oversensing caused by minute ventilation diagnostics was noted on (B)(6) 2018. Minute ventilation diagnostics will be disabled and normal follow-up will be continued. The physician was unknown at treant hospital in emmen, netherlands. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)